Manufacturer narrative:
The reported event of connection issue was not confirmed. All the lead bores and set screws were mechanically tested using test leads and visually examined. No anomalies were found.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the lead could not be tightened after insertion into the implantable cardioverter defibrillator (ICD). Therefore, the physician elected to replace the ICD with a competitor device. The patient was in stable condition.